Event description:
It was reported that the healthcare professional had noticed that in older patients typically with floppy breast tissue the two sutures that attach the generator to the facia pop and the battery flips over. It was noted that he had done several battery revisions when the extension wires wrap up. It was noted that the hcp solution had been to move the generator up right to the clavicle where the tissue was firmer. It was further noted sometimes he used a mesh bag and sutured the device at multiple points. The reporter stated that ¿it would be nice to have additional suture locations around the edge of the battery.¿ additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the information was not intended as a complaint but as a product suggestion. It was noted that it was a common occurrence due to the anatomy of women. It was noted that the extra adipose tissue in women causes the sutures to break over time. It was noted that with men it sat directly against the fascia but with women it did not. It was noted that this could be prevented by adding two more suture loops. It was noted that this happened all the time and the health care professional (hcp) did not keep track of it to report to the manufacturer.